Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device evaluated by MFR: device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 496 mg/dl. Correction boluses were delivered and elevated bg continued. Customer went to the hospital and was admitted. Intravenous insulin and fluids were administered. Elevated bg was resolved; there was no permanent injury. Customer allege the pump was not delivering boluses. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy. Customer was discharged on (B)(6) 2018.

Manufacturer narrative:
(B)(6) 2019.